Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the pericardial effusion. The reported patient effect of pericardial effusion as listed in the mitraclip nt system (jpn) instruction for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was discarded. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information. The clip delivery system (cds) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report pericardial effusion noted after the mitraclip procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. During preparation of the first clip delivery system (cds), the tip of the cds shaft bent more than usual when physician unlocked the lock lever. Therefore, the cds was not used in the procedure. The steerable guide catheter was advanced to the left atrium and a clip delivery system (cds) was advanced to the mitral valve. One clip was implanted, reducing mr to 1. When transesophageal echocardiography was checked after the procedure, an effusion was confirmed. After 20 minutes, there was no increase in the effusion. The effusion could have been caused when the sgc was inserted into the left atrium. No additional information was provided.